Manufacturer narrative:
(B)(4).. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal symfony intraocular lens (iol) was implanted in the right eye of a male patient. Reportedly, the lens was explanted in a secondary surgical procedure because of poor outcome of j7, visual acuity 20/63. The explanted symfony lens was discarded by the customer, and it was replaced with a multifocal zmb00, diopter unknown. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.